Manufacturer narrative:
(B)(4). Date sent: 11/2/2016. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device ¿didn¿t function properly (jammed).¿ does this mean that the device locked out and would not fire? If no, please explain. Were there any patient consequences reported? If yes, please describe.

Event description:
It was reported that the device was connected from end to end and it was ready to be fired, then the consultant noticed that there was something wrong, it didn't function properly (jammed) while doing the anastomosis. The consultant still needed to fire the gun as it was already attached. The consultant cut around the anastomosis then used another like device to complete the procedure. There were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon who fired the device fired this type of gun on many occasions over many years. The marker was definitely in the firing range. The gun clearly did not fire properly with none of the usual noises or clicks and we were immediately concerned. If permission is given, we can send you a photo of what the anastomoses looked like and you will understand why we had to redo the join. If photos are received, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Type of reportable event- after additional information was received, the file has been changed to a serious injury. Additional information was requested and the following was obtained: what is the procedure name? High anterior resection. Did the event occur pre-op, intra-op, post-op? Intra-op. Was there any medical or surgical intervention performed to address any adverse patient consequences? Yes, the consultant cut around the anastomosis then used another cdh29 staple gun. It was reported that the device didnt function properly (jammed). Does this mean that the device locked out and would not fire? If no, please explain. Were there any patient consequences reported? If yes, please describe. Response received: the device locked out but had stapled and not cut - the surgeon had to over suture the anastomoses and has arranged the patient to come back to theatre as a 're-do' because he wasn't happy with the outcome. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeons experience with firing the device? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Where in the green range was the indicator located prior to firing? Was the washer inspected? If so, please describe. What was the surgeons reason for the reoperation? What is the current patient status? The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.